Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a rash at the site of sensor patch adhesion on (B)(6) 2014. Patient's mother stated she first noticed issue with the sensor patch around (B)(6) 2014. Patient's mother reported the use of lidocaine-prilocaine cream prior to sensor insertion. Patient's mother sought medical attention on (B)(6) 2014. Physician advised patient's mother to use "hard protector barrier film." At the time of contact with dexcom technical support patient was not wearing the sensor and was in fine condition.